Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as an adverse event that may be associated with the use of a stent in native coronary or peripheral arteries:

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery that is 90% stenosed. The vessel was prepped with a 2.0x12mm semi-compliant balloon and a 2.75x38mm xience xpedition stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed an edge dissection at the proximal end of the stent. A 2.75x38mm xience xpedition was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.